Event description:
This is a report of an adverse event occurring in a pt enrolled in the us barrett's rfa registry. The pt is a male with indefinite for dysplasia barrett's esophagus. The pt had a prior fundoplication approx 10 years prior to enrollment and treatment. Approx 2 months after a f/u focal ablation, the pt was noted to have a mild stricture, dilated with a balloon due to pt reporting mild difficulty swallowing mainly to solid food. Two months later, endoscopy was repeated and the stricture was graded as moderate and again dilated. One month later, endoscopy reported and stricture was stated to be much improved (now mild). The physician reports that the stricture is much improved but not yet resolved. Per the physician report, the adverse event severity was moderate, the relationship to the device procedure was possible, and there was no device malfunction.